Event description:
An ojeman cortical stimulator was involved in an event during a procedure. A physician reported that a total of six patients were involved - 3 females, 3 males whose ages were between (B)(6) years old. The dates involved were (B)(6) 2010.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.